Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from a level that was displayed as ¿low¿; however, a specific value was not provided to 55 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 700 mg/dl. Due to the bg level the customer experienced diabetic ketoacidosis. Reportedly, the customer went to the emergency room and was admitted to the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospital event; however, no response was received from the customer.